Event description:
During evaluation of a returned clearlink continu-flo solution set, the tubing was found to be partially pulled out of the inlet port of the drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic inspection revealed that the tubing was slightly pulled out of the inlet port of the drip chamber. Simulated use testing revealed a leak from the outlet port of the drip chamber. The tubing was manually separated from inlet port. A pull test was used to check the remaining solvent bonds with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.